Event description:
Pt underwent revision of tibial component of right knee. During surgery found failure of polyethylene implant, posterior medially and laterally. Tibial component was removed and replaced because bone scan had some increased uptake on the tibia. No wear noted on this portion at time of removal. Notify by letter from co in 2003 that bearing may have been defective.